Manufacturer narrative:
It was reported that during the introduction of the orbit helical fill 3x8 (637hf0308/ 15416132) there was no coil progression, and when attempting to retrieve the coil to the sheath, it was noticed that the delivery system, was broken. It separated into 2 parts between the joint of the blue wire and the guide wire without stretching. The procedure was completed with a similar product and the same microcatheter, without any reported adverse event, and no further identified causes of the event were reported. Prior to the event, additional force was used in an attempt to advance the delivery system through the proximal shaft of the prowler lp microcatheter since resistance was met; however it was unsuccessful. The target site was a distal branch of the subclavian artery-treatment of a type ii endoleak of thoracic aortic endograft. It was reported that a continuous flush was not maintained through the microcatheter as is done with neuro interventional procedures. The devices were "washed" prior to insertion of a new one. The product was new, and the product was stored per labeling instructions. No damages were noted on the outer or inner package, and no issues removing the device from the container that might have contributed to the event. The microcatheter was not re-shaped prior to use. After removal, other than the reported event, no other damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, etc) or microcatheter. No further information was available. The event occurred during initial use of the device, and the product was stored per labeling instructions. A non-sterile orbit helical fill 3x8 was received coiled inside of plastic bag. The hypotube of the orbit was inspected and it was found to have several kinks, additionally it was found broken. The introducer was zipped and in good condition. The support coil, gripper and embolic coil were inside of the introducer; and the embolic coil was found stretched. Dried blood was found inside of the introducer. The embolic coil and the gripper were inspected under microscope, the gripper was found without damage and the embolic coil was stretch. The hypo tube separation area was also inspected under microscope and evidence shows that it was kinked prior to separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported separation of the delivery wire was confirmed. Analysis of the returned device shows that the hypotube was kinked prior to the separation. Due to the returned condition of the device, functional testing for advancement through a microcatheter could not be preformed. It was reported that a continuous flush was not maintained through the concomitant microcatheter. The instructions for use (IFU) outlines that it is critical that a continuous infusion of appropriate flush solution be maintained between the microcatheter and the coil system. With review of the procedural information and the analysis of the returned device it appears that this procedural factor likely contributed to the resistance encountered during advancement of the orbit system through the microcatheter. The additional force utilized when resistance was encountered appears to have resulted in kinking followed by separation of the hypotube. The IFU cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. If unusual friction is noted within the infusion catheter, remove the detachable coil unit. Inspections are in place to prevent these types of damages from leaving the facility. The reported resistance and separation of the delivery tube appears to have been caused by procedural factors with no indication of any related device manufacturing issues. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile orbit helical fill 3x8 was received coiled inside of plastic bag. The hypotube of the orbit was inspected and it was found to have several kinks, additionally it was found broken. The introducer was zipped and in good condition. The support coil, gripper and embolic coil were inside of the introducer; and the embolic coil was found stretched. Dried blood was found inside of the introducer. The embolic coil and the gripper were inspected under microscope, the gripper was found without damage and the embolic coil was stretch. The hypo tube separation area was also inspected under microscope and evidence shows that it was kinked prior to separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "fractured-in patient" was confirmed. The hypo tube was found broken and the analysis shows that it was kinked prior to breakage. The cause of the found damages on the device could not be conclusively determined, however neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Additionally, inspections are in place that prevent these kinds of damages from leaving the facility. The found damages appear to be procedural or handling related; therefore no corrective actions will be taken at this time. It was reported that during the introduction of the orbit helical fill 3x8 (637hf0308/ 15416132) there was no spring progression, and when the doctor tried to retrieve the spring to the sheath, it was noticed that the delivery system between the joint and blue wire was ruptured without stretching. Prior to the event, additional force was used in an attempt to advance the delivery system through the proximal shaft of the prowler lp microcatheter since resistance was met, but it was unsuccessful. The product was new, and the product was stored per labeling instructions. No damages were noted on the outer or inner package, and no issues removing the device from the container that might have contributed to the event. Prior to inserting, the coil was washed before the insertion of a new one. The mc was not re-shaped prior to use. After removal, other than the reported event, no other damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, etc) or microcatheter. The target site was a distal branch of the subclavian artery with a type ii endoleak of thoracic aortic endograft. No further information was available. The event occurred during initial use of the device, and the product was stored per labeling instructions. The product was not being use during a clinical trial or post market study. The event was not submitted to the reporting country. The procedure was completed with a similar product and the same microcatheter, without any reported adverse event, and the physician did not provide a reason for the event. The product will be retuned for analysis, and additional information has been requested. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that during the introduction of the orbit helical fill 3x8 ((B)(4)) there was no spring progression, and when the doctor tried to retrieve the spring to the sheath, it was noticed that the guidewire with blue was broken. The event occurred during initial use of the device, and the product was stored per labeling instructions. The product was not being use during a clinical trial or post market study. The event was not submitted to the reporting country. The procedure was completed with a similar product and without any reported adverse event, and the physician did not provide a reason for the event. The product will be returned for analysis, and additional information has been requested.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.